Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported event. The service technician reported the unit was not functional using ac power. The service technician replaced the power supply to correct the finding. Performance verification testing was completed and all tests passed per operating specifications.